Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's representative stated they have had nothing but problems since having the device implanted. The leadless pacemaker remains in use. No patient complications have been reported as a result of this event.